Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported by the parent that the patient's sensor got ripped off during the seizure. The parent stated that the seizure occurred during the night of (B)(6) 2026. The patient also experienced sweating during that time. The cgm device alerted for a low reading, but it was unknown what the reading was. The patient was treated with nasal glucagon by the parent. When asked, the parent said that the cgm reading would have been inaccurate and gave an example that the cgm reading was 55 mg/dl, and the blood glucose reading was 47 mg/dl. It was unknown when the fingerstick was taken, but most likely this was after treatment. The parent called a doctor and was advised to call the emergencies. The patient was brought to the hospital and was shortly after transferred to a different hospital. The patient was treated with intravenous fluids containing saline, and food and drinks. No further medication was reported and the patient was discharged the (B)(6) 2026 at 09:00 pm, after having spent more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.